Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that foreign objects on channel mount unit and corrosion on insertion tube were found. It was determined that the insertion tube and channel mount unit need replacement. There was no patient involvement.